Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called and stated his device "was electrocuting me," he received "multiple shocks" and was "knocked unconscious." He also stated the device "malfunctioned sometimes" and "quit functioning." He reports pain in his left arm. The patient understood these issues were related to the "programming." The patient further indicated he has a "history of (B)(6) and that after the device was implanted he "(B)(6)." The device was replaced. No patient complications were reported as a result of this event.